Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on an unknown date, infusion set's tubing detached from the connector. Therefore, his blood glucose level was 377 mg/dl at the time of the event. Moreover, the infusion set had been used for six hours and the expiration date of the infusion set is 01-jan-2025. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.